Event description:
The patient's dad reported his son's blood glucose read "high" (>500 mg/dl) after wearing the pod on his upper bottom. The site became bright red, appears to be swollen, and hard to the touch. The pod was removed and there was yellowish pus coming out of the insertion site. He took him to the hospital and upon arrival they placed him on antibiotics of cefdinir of 250 mg/5 milliliters of suprax for his site infection.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection and hyperglycemia. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No issues were found that would result in an infected site. The pod was found to have completed sterility within specification.